Event description:
It was reported that the patient presented to the emergency department (ed) on (B)(6) 2022 feeling unwell. They were shacky, hot flashes, and palpitations. Both visits' workup was negative and the patient was discharged on (B)(6) 2022: the patient called the ventricular assist device (vad) team again on (B)(6) 2022 with the reoccurrence of the same symptoms as prior admissions. Additional information revealed that the patient was admitted on (B)(6) 2022 for further management for slow ventricular tachycardia (slow-vt). This arrhythmia had an accelerated idioventricular rhythm (aivr) for which the customer changed the patient management (ppm) settings with no change to their symptoms. The pump was returned to their prior setting of 100 bpm to overdrive aivr in the 90s. The patient's hypertension medicine, lisinopril, was stopped. An echocardiogram revealed left ventricle internal dimension inner diameter (lvidd) of 57mm, moderate aortic insufficiency (ai) with normal right ventricular (rv) function and no suction events. Electrophysiology made changes to the patient's implantable cardioverter-defibrillator (ICD) which made minimal difference. The patient was discharged home on (B)(6) 2022 with plans for a routine follow-up a the ventricular assist device (vad) clinic.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The arrhythmia did not result in clinical compromise, and it was not sustained. The patient had a history of arrhythmia prior to lvas implantation. The arrhythmia was not device or therapy related. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26jul2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient had a history of arrhythmia and an implantable cardioverter-defibrillator was implanted prior to the left ventricular assist device.